Manufacturer narrative:
Analysis of the extension s/n: (B)(4) found the #3 connector block was twisted in the molded rubber.

Manufacturer narrative:
Product ID: neu_ens_stimulator, serial# unknown, product type: external neurostimulator. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the extension in the lead kit, used for advanced evaluation or stage 1, possibly had a quality issue. When the doctor was tightening the set screws connecting the lead and extension, one part of the extension broke causing it to be hard to remove the lead. An electrode on the extension was not functioning and was not connecting to the lead correctly. After removing the lead, they retested the lead and all electrodes tested the same as earlier in the procedure. The doctor opened a new lead kit to use the extension from it, which resolved the issue. There were no associated symptoms and the patient was alive with no injury. The patient's indications for use were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.